Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and being woken at night. The right atrial (ra) lead exhibited intermittent undersensing. There was also intermittent undersensing on the right ventricular (rv) lead and possible intermittent r-wave oversensing in blanking period. Both leads remain in use. No further patient complications have been reported as a result of this event.